Event description:
A surgeon reported that four weeks following multifocal intraocular lens (iol) implant surgery, the lens was noted to be decentered and the patient was experiencing blurred near vision. In a follow-up, the surgeon reported upon dilation of the pupil, the lens was found to be centered. The patient was a high myope who needed a +1.50 to read. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete an investigation. Additional information has been requested by phone, fax and mail. Additional information has been provided; however, a completed questionnaire has not been received. (B)(4).